Event description:
It was reported the customer's inserter does not fire. Customer stated the inserter would not insert the sensor into their body. The customer also reported the needle was detached from the sensor upon removal. Customer also stated the sensor was left on the pedestal. The customer's blood glucose was 130 mg/dl. Customer was advised of the proper techniques to insert their sensor. Customer's inserter released their sensor at the end of troubleshooting. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.